Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation difficulty was not confirmed and could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database indicated there had been no similar balloon failed to inflate incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, de novo, 99% stenosis the mid right coronary artery. Reportedly, during pre-dilatation, the 3.25 x 8mm nc trek balloon catheter was advanced; however, the balloon was pressurized but failed to inflate. There was no resistance during advancement or removal of the device. The procedure was completed after performing direct stenting. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.